Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
An email was received regarding tego connector alleging, on an unspecified date, that the device became occluded during patient use. It was reported that the gel inside was blocked and needed to be changed 4-5 times per treatment. The machine alarms when connected before and during treatment. There was patient involvement and no adverse event.

Manufacturer narrative:
Received ten (10) new d1000 tego connectors for inspection. No defects or anomalies noted. The returned devices met visual and functional specifications. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) was reviewed, and no relevant nonconformities were found that would have led to the reported complaint. D9 - date returned to mfg: 10/3/2025. D9 - device available for evaluation: yes.